Event description:
It was reported, the patient was undergoing an MRI and following the MRI the device was observed to be in backup mode. Technical support was contacted and observed the device had not been programmed into MRI setting prior to the patient undergoing the MRI. Technical support recommended reprogramming to resolve the event. Reprogramming was performed. The patient was stable.